Manufacturer narrative:
Investigation into this complaint includes a service history review, a quality data review and a complaint history review. Investigation is summarized as follows: service history review did not reveal any systemic performance issues with m2000sp instrument sn (B)(6). Nonconformance / CAPA search a search of non-conformance (nc) and CAPA (nc/CAPA) records was performed for instances related to the m2000sp instrument system using base list number 9k14 or the liquid waste system base list number 4j72. The query for the m2000sp instrument system or the liquid waste system using base list numbers 9k14 or 4j72 revealed no related records associated with this list number and the reported issue. A complaint search was performed to identify complaint tickets for any instances of liquid waste leaking from the m2000sp instrument system onto the floor of the laboratory. Base list number 9k14 was used to capture all complaints for the m2000sp e-series or m2000sp g series instrument as the liquid systems are identical. Base list number 4j72 was used to capture all tickets for the m2000sp cabinet / liquid waste system. Complaint history review showed that over the last two years, the complaint under investigation was the only instance of liquid waste dripping onto the floor because a pipette tip blocked drainage of the liquid waste station. Based on the results of the investigation, no product deficiency was identified for the m2000sp e-series instrument, ln 09k14-02.

Manufacturer narrative:
Complaint will be elevated for investigation.

Event description:
Customer reported a leak on a realtime m2000sp instrument. The customer reported there was a kink in the tubing of the liquid waste line preventing it from flowing into the liquid waste container. The line backed up and overflowed onto the worktable. The spill reached the walking surface. The customer cleaned the leak while wearing appropriate personal protective equipment (ppe). There was no actual exposure or injury associated with the event. This incident is being reported to FDA because the incident occurred in (B)(6) using the m2000sp instrument, list 09k14-02, which is also us FDA approved.